Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer¿s blood glucose level was 440 mg/dl. The customer¿s blood glucose level at the time of the incident was unknown. The customer was using the insulin pump within 48 hours of the reported high blood glucose. The customer was not admitted as a result of the high blood glucose. The customer declined the troubleshooting for the high blood glucose. Based on customer¿s report customer does not alleges the pump was under delivering. The customer was treated with the manual injection. The device will not be returned for the analysis.